Event description:
It was reported multiple inflations of a valvuloplasty balloon were performed during an aortic valvuloplasty procedure. The balloon catheter was exchanged for inappropriate sizing of the balloon/valve. Difficulty was encountered removing the balloon catheter through the introducer sheath. The balloon catheter and introducer sheath were removed as a unit without incident. A larger balloon catheter was then introduced and successfully dilated the valve after multiple inflations while withdrawing the balloon catheter through the introducer sheath, the balloon material separated from the catheter shaft. The balloon material remained on the wire just outside the sheath. Utilizing a bioptome, removal of this sheath and detached balloon material was completed without incident incident or pt complications. Although problems were reported with two balloons, only one balloon was returned, evaluated and retained by the MFR. The engineering evaluation indicated the catheter was returned in two pieces. The shaft was kinked 13.5 cm from the distal end of the strain relief and appears to have been cut 91.5 cm from the distal end of the strain relief. A leak was located on the proximal end of the balloon less than 1 mm in length, approx 11 mm distal to the distal end of the proximal radiopaque marker. The balloon material around the hold was rough and scratched. All balloon material appears to be present. Although f/u indicated that detached from the catheter shaft was the one returned for evaluation, the engineering evaluation did not reveal a detached balloon. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon's surface. Further f/u could not determine any significance to the damage this catheter displayed upon receipt. Difficulty was encountered upon withdrawal of both of the catheters mentioned in this report. Co's direction for use state: "when withdrawing the balloon through the puncture site, a gentle rotation in a counterclockwise direction will cause the balloon wings to fold around the catheter shaft facilitating withdrawal...if a balloon ruptures while in use and resistance is felt when withdrawing it through a sheath, the sheath and balloon should be removed together." Co cannot determine the cause of this event without further details or evaluating the other balloon catheter. However, the dfu's address appropriate withdrawal techniques.